Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a cystoscopy, biopsy and lynx pubovaginal sling procedures performed on (B)(6) 2005 to treat a patient with hypotonic detrusor and intrinsic sphincter deficiency. On (B)(6) 2007, the patient underwent a revision and cystoscopy procedures to treat the patient's infected sling. Findings include infected incision and suburethral incision.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2007, revision procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was received as litigation from a legal source in (B)(6). This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) hospital (B)(6). Revision surgery was performed at: (B)(6) hospitals inc. (B)(6). Patient code e1906 captures the reportable event of unspecified infection. Impact code f1905 captures the reportable event of revision surgery performed. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device.